Event description:
Report received of a patient experiencing a decrease in blood pressure while the device was in use. A 250ml bottle of nitroglycerin, 200micrograms/ml, was hung at 2:25pm in the operating room by a nurse anesthetist. The pump tubing was primed, the cassette was placed in the pump and the door closed. The tubing was connected to an existing IV line. The pump was programmed at an unspecified rate and was powered off. The customer could not recall if the nitroglycerin was on the primary or secondary line. Reportedly, after preparing the nitroglycerin, the nurse anesthetist turned away for a "short amount of time". At 2:45pm, the nurse anesthetist noted that the patient's blood pressure had dropped to an unspecified level described as "not to a dangerous level". It was noted that despite the pump being turned off, 125ml of the 250ml was missing. The pump was removed from service and the nitroglycerin was resumed on a replacement pump. The patient received a bolus of lactated ringers. The patient's vital signs were recorded every five munutes and were reported to have responded during the first five-minutes interval. The patient's surgery began at 2.52pm and was completed without further incident. Though requested, there was no further information available.